Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The reagent lot numbers and expiration dates were not provided. The field service representative found water leakage due to a pinhole in the tubing of the rinsing mechanism. He shortened the tubing and performed tests with acceptable results. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable test results for 4 patient sample on a cobas 8000 c702 module. The affected assays are cholesterol, ldl-cholesterol, and hdl-cholesterol. Sample 1 the initial cholesterol result was 86 mg/dl, and the repeated result was 187 mg/dl. Sample 2 the initial cholesterol result was 5 mg/dl or less, and the repeated result was 230 mg/dl. Sample 3 the initial ldl result was 17 mg/dl, and the repeated result was 148 mg/dl. Sample 4 the initial hdl result was 90 mg/dl, and the repeated result was 59 mg/dl.